Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump had an unexpected restart alarm and had reset several times. During troubleshooting, review of the insulin pump's alarm history showed that the device also had an additional error alarm and a bad battery alert. Blood glucose level was 263 mg/dl at the time of the incident. The customer was advised to why the error alarms occurred and will not return the device for analysis.